Event description:
Material no. 762165 batch no. Unknown it was reported that during use of the paxgene® blood rna tube there were possible problems with the rna tube sample quality and erroneous results. The following information was provided by the initial reporter: it was reported there were possible problems with the rna tube. (Sample quality and erroneous results) she has questions regarding the processing of the tube and possible problems. She needs assistance with troubleshooting.

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Information was provided emphasizing proper mixing after collection alleviating the reported issue. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. 762165, batch no. Unknown. It was reported that during use of the paxgene® blood rna tube there were possible problems with the rna tube sample quality and erroneous results. The following information was provided by the initial reporter: it was reported there were possible problems with the rna tube. (Sample quality and erroneous results) she has questions regarding the processing of the tube and possible problems. She needs assistance with troubleshooting.